Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 am, the patient experienced loss of consciousness (loc) at home following symptoms of frequent urination, increased fluid intake, weakness, and significant leg pain. Prior to the event, the patient reported concerns that cgm readings had been lower than actual glucose levels; however, no specific cgm values or direct cgm-to-fsbg comparisons were available, as the patient could not recall the exact readings. Due to the patient's deteriorating condition and lack of physical ability to perform glucose testing, emergency medical services (ems) were contacted by family members. The patient was transported to the emergency department (ed) the patient was admitted to the intensive care unit (ICU) and diagnosed with diabetic ketoacidosis (dka). Treatment included intravenous(IV) fluids and electrolyte replacement therapy, including potassium, sodium, and phosphate. The patient reported regaining consciousness later that day in the ICU at approximately 4:00 pm to 5:00 pm. Although the patient did not personally perform an fsbg measurement during the event, he recalled that his daughter obtained a glucose reading of approximately 400 mg/dl prior to contacting ems, although the exact timing could not be confirmed. The patient also recalled that ems personnel reported a blood glucose value of approximately 300 mg/dl during transport. No cgm readings were available at the time of transport, and no direct comparison between cgm and fsbg values was performed. The patient remained hospitalized from (B)(6) 2026 through approximately (B)(6) 2026. At the time of reporting, the patient stated that he continued to feel weak but was otherwise doing well and had not required additional medical evaluation or treatment following discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.